Manufacturer narrative:
Qn#(B)(4). A visual analysis was not performed because no sample was returned for analysis. Also, no case data is available for review. A device history record review was performed and did not reveal any manufacturing related issues. The report "received a blue bulls eye confirming placement, but the patient was in v-tach (confirmed by ECG), and upon getting a chest x-ray, radiologist felt the PICC was too deep" was not confirmed since neither the sample nor the case data were returned for review. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported: clinician placed PICC with biosensor as usual & received a blue bulls eye confirming placement. That was at 10pm on 3/25. The following morning, around 9:55am, the patient was in v-tach (confirmed by ECG), & upon getting a chest x-ray, radiologist felt the PICC was too deep, & asked vascular team to pull back 6cm. PICC was then x-rayed again & read in good position. PICC was originally inserted to the "0" mark outside the site.

Manufacturer narrative:
Qn#: (B)(4). Additional information received from vascular access team: patient expected to be discharged from the hospital. Patient condition is stable. There is no definitive cause for the v-tach.

Event description:
It is reported: clinician placed PICC with biosensor as usual & received a blue bullseye confirming placement. That was at 10pm on 3/25. The following morning, around 9:55am, the patient was in v-tach (confirmed by ECG), & upon getting a chest x-ray, radiologist felt the PICC was too deep, & asked vascular team to pull back 6cm. PICC was then x-rayed again & read in good position. PICC was originally inserted to the "0" mark outsidethe site.